Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2019-16030, 2938836-2019-16033. It was reported that when the patient presented in clinic, infection in pectoral region was observed. The physician did not allege the infection was related to device or procedure. The device system was explanted. The device was sterilized and reimplanted four days later. During the implant procedure, failure to extend helix was noted on the leads. The new leads were implanted. The patient was stable.